Manufacturer narrative:
Previously reported on (B)(4) with MDR #3003832357-2024-00652. Device investigation is pending and is housed on (B)(4).

Event description:
It has been reported that the device is unable to pace while device was being tested.